Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump alarmed pump error 25, pump error 75, pump error 68, pump error 49 due to resistance issue at j6 connector. Pump also alarmed pump error 75 during self test, problem isolated to pcb1.

Event description:
It was reported that they got alarm is generated when a power error detected the customer¿s blood glucose level was 10 mmol/l at the time of incident. Troubleshooting was performed the product will be return for the analysis.